Manufacturer narrative:
H.6. Based on additional information received, the previously reported patient code of c50790 no longer applies to the event. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the having trouble with the programmer issue was that the patient was old and had a hard time understanding electronics. As an action taken, the patient was ¿working the programmer correctly¿. The cause of the stimulation near a bone was not determined. In addition, the hcp reported that the patient¿s retention was a pre-existing condition. They mentioned that when the device was working the retention resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was concerned they were having trouble with the programmer. The patient stated that they were very sore at the bottom of their spine. It was noted that the trial began on (B)(6) 2019. On (B)(6) 2019 the patient reported that their hips were very sore the day of the call. The patient stated that they had a lot of pain from the procedure. The patient also reported feeling the stimulation near a bone. On (B)(6) 2019 the patient reported being concerned about voiding frequently. The patient was unsure if their bladder was emptying. No further complications were reported.